Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported loss of suction with patient interface, partial flap was created and the treatment aborted. Patient follow up has been scheduled. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Logfile shows forty two successfully performed treatments. The reported treatment could not be identified in the logfile, due to missing treatment report. Logfile shows only one treatment was cancelled for the left eye on the reported treatment day. The following message shows that the treatment for the left eye was aborted during bed cut by the user showed as vacuum pumps stopped by foot pedal and treatment is aborted. Vacuum values during this treatment were in range, therefore there is no indication of a technical problem. The treatment of the left eye was not repeated on the treatment day. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. With current information a device malfunction can be excluded, however root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).